Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic gastrectomy, the knife moved forward all the way but did not return to home position at the 3rd firing on the stomach. The manual override lever was used to release the device since the knife reverse switch did not function. It was also reported that the articulated shaft of the 2nd device did not return to straight at the firing. The manual override lever was also used to release the device. Another device was used to complete the case. There were no adverse consequences to the patient.